Manufacturer narrative:
The evaluation was carried out on july 1st, 2016 at the manufacturer service center. Several bolts are used to fix the different parts of the knee joint when it is mounted. The threads of the bolts are covered with an two-component-adhesive, which is hardening once the bolt is tightened. This is to assure that the parts are fixed permanently. The visual evaluation showed that the bolts in the posterior upper part were disengaged and the front linkage was bent. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for general service. No fall or nearly fall and no injuries occurred.